Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that upon removal of the impella cp, the patient went into ventricular fibrillation and arrested. The patient was shocked twice and compressions were initiated to stabilize the condition. The decision was ultimately made to place another impella cp.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.